Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the supports and cap had detached from the actuator, which was broken. Applied medical has reviewed the details surrounding the event and related products. Based on the description of the event and evaluation of the returned unit, applied medical is unable to determine the sequence of events that led to a partial device being left behind in the patient. Applied medical will monitor its vigilance systems for any developing trends.

Event description:
Procedure performed: adnexectomy bilateral. The surgeon did a surgery on the patient since the patient had abdominal pain after the adnexectomy he performed in (B)(6). During the surgery the surgeon found the two metallic rod on which the bag is hold and the plastic rod on which the metallic part are attached. The first surgery that took place the 9 of (B)(6) 2019 was a normal surgery with no complications and the team didn't notice anything during the first surgery. No specific product where used during the removal of the specimen. All the part that has been removed can be returned. Additional information received by email from ansm on 06sept19: date of occurrence: (B)(6) 2019 description of the incident: on (B)(6) 2019, recovery of a patient operated on (B)(6) 2019 of a coelio bilateral adnexectomy for a coelioalgia pelvic and abdominal left. Preoperative complementary radiological examinations suspect 2 intra-abdominal metallic foreign bodies. During the intervention of(B)(6) 2019, the exploration shows the presence of the two metal hoops and half of the plastic rod for insertion of the extraction bag at the level of the stomach and the cul de sac of douglas. This material was used on (B)(6) 2019 during the first intervention (adnexectomy) current status of the patient: abdominal pain since (B)(6) 2014. Examination by gastroenterologist and prescription of additional radiological examinations highlighting the presence foreign body. Information of the patient. Surgical revision: no intra-abdominal and pelvic lesions noted. Actions taken in the care facility for the care of the patient: isolation of extracted parts. Patient status: ok. Type of intervention: the two metallic rod on which the bag is hold and the plastic rod on which the metallic part are attached have been removed.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: annexectomy bilateral. The surgeon did a surgery on the patient since the patient had abdominal pain after the annexectomy he performed in (B)(6). During the surgery the surgeon found the two metallic rod on which the bag is hold and the plastic rod on which the metallic part are attached. The first surgery that took place the (B)(6) 2019 was a normal surgery with no complications and the team didn't notice anything during the first surgery. No specific product where used during the removal of the specimen. All the part that has been removed can be returned. Additional information received by email from ansm on 06sept2019: date of occurrence: (B)(6) 2019. Description of the incident: on (B)(6) 2019, recovery of a patient operated on (B)(6) 2019 of a coelio bilateral adnexectomy for a coelioalgia pelvic and abdominal left. Preoperative complementary radiological examinations suspect 2 intra-abdominal metallic foreign bodies. During the intervention of (B)(6) 2019, the exploration shows the presence of the two metal hoops and half of the plastic rod for insertion of the extraction bag at the level of the stomach and the cul de sac of douglas. This material was used on (B)(6) 2019 during the first intervention (annexectomy) current status of the patient: abdominal pain since (B)(6) 2014. Examination by gastroenterologist and prescription of additional radiological examinations highlighting the presence foreign body. Information of the patient. Surgical revision: no intra-abdominal and pelvic lesions noted. Actions taken in the care facility for the care of the patient: isolation of extracted parts. Patient status: ok. Type of intervention: the two metallic rod on which the bag is hold and the plastic rod on which the metallic part are attached have been removed.